Event description:
A malfunction was reported on the pump with no notable events occurring before the issue. The customer's blood glucose level reached 380 mg/dl, which did not exceed 500 mg/dl. The customer managed the situation by using manual daily insulin injections and removing the pump, as they were not at home and did not have a power cord. Technical support provided information on how to reset the pump. Upon follow-up patient states the same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.